Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a fluid ingress issue could not be conclusively confirmed with the returned system controller (serial # (B)(6)). Data on the reported event date of 09sep2024 was reviewed. The controller event log file revealed low power hazard/power cable disconnect alarm events on 09sep2024 between 11:48:09 and 11:48:12 relating to transient voltage values while the power cables were connected to the mobile power unit (mpu). The white power cable was exchanged to the 14v batteries/clips at 11:50:21 and the black power cable was exchanged shortly after. These sequences of events appear consistent with the report of the fluid ingress issue while connected to the mpu and a power exchange shortly after. The driveline was physically disconnected on 09sep2024 at 15:22:59 and the system controller was put into sleep mode shortly after. These sequences of events appear consistent with the reported system controller exchange. Visual inspection of the power cables was unremarkable. Visual inspection of the power cables was unremarkable. The returned system controller passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The system controller was tested together with the returned modular cable (lot # 7119238) and no functional issue was identified. A root cause of the fluid ingress issue could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was connected to the mobile power unit (mpu) and stated the connection between the patient and the mpu was submerged in water. The caregiver did not think the system controller was submerged but was not 100% certain. Upon visual inspection no evidence of water was seen. There were tentative plans to replace the system controller and modular cable. Log files captured power cable disconnects and low power hazard events on 09sep2024 between 11:48:09 and 11:48:12 while on the mpu. The patient was switched to battery power within a few minutes after these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the modular cable, system controller, and mobile power unit (mpu) were exchanged.